Event description:
It was further reported that the ptca/atherotomy treatment procedure involved a 99% heavily calcified in-stent restenosis in a very, very tortous lad graft or lad coronary artery. It is noted that this lesion had been treated with rotoblator intervention prior to using the maverick monorail balloon. A rotawire floppy guidewire and an 8f mightymax guide catheter were also used in this case. Following the maverick monorail balloon burst blood was noted in the encore inflation device. The pt remained hemodynamically stable and was transferred to surgery within one - two hours of this event for removal of the retained portion of the balloon and bypass graft. The pt status following the surgery was reported as 'stable' without complications.

Event description:
It was reported that during a ptca treatment procedure involving an in-stent restenosis in an unknown vessel, the maverick balloon was inflated with an encore inflation device above rated burst pressure, to 18 atm's, on the initial inflation. Rated burst pressure for this device is 12 atm's. The date the involved stent was placed is unknown. The balloon burst circumferentially and a segment became lodged in the stent struts. The pt status at the time of the event is unknown. The pt was transferred to surgery within one hour of this event for removal of the retained portion of the balloon. The specific surgical procedure performed is unknown. The pt status following the surgery was reported as 'okay'. An 8f introducer sheath was used during the ptca, but the guidewire and guide catheter info is unknown. No other info is available at this time.